Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomalies. A partial catheter was returned. Analysis of the catheter revealed coring, tears, and/or cuts in the sc connector seal. Leaking was seen coming from the top of the connector during pressure testing. (B)(4).

Event description:
Additional information indicated that the patient developed an infection at the device pocket after sustaining a stab wound to the abdomen with traumatic injuries. Both IV and oral antibiotics were administered, and the organism cultured was enterobacter cloacae. It was noted that the site would not be reimplanted. The infection was noted to have resolved. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Event description:
Correction: at the time of the previously submitted report, the patient was also noted to have been diagnosed with meningitis.

Event description:
It was reported that the pump was explanted on (B)(6) 2012 due to abscessed pump pocket. The pump was not replaced. The device system was used to deliver fentanyl. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.